Event description:
Hill-rom received a report from the account stating brakes would not hold. The bed was located at the account in the bed shop. There was no patient/user injury reported. This reported was filed in out complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the brake caster not holding due to the mechanism assembly being bad. The plastic part is broken. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2011. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the mechanism assembly to resolve the issue. Based on this information, no further action is required.